Manufacturer narrative:
Additional, changed, and/or corrected data. Visual analysis of the photographs identified: deflation: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported "deflation". This record is for the right side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b1, b5, d4, d6a, d6b, h6.

Event description:
Healthcare professional reported right side "deflation." Healthcare professional additionally reported "hole in valve." Device has been explanted and replaced.

Event description:
Healthcare professional reported "deflation". This record is for the right side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis the final assessment is: deflation: delamination of the diaphragm valve assessed as adhesive failure. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 26mar2024. Correction to g.3. Aware date of supplemental medwatch #3. Aware date should have been listed as 03may2024.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: deflation.

Event description:
Healthcare professional reported "deflation". This record is for the right side. Device remains implanted.